Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump. The customer's blood glucose level was 365 mg/dl at the time of the incident. The customer stated that the reservoir does not click into the reservoir compartment. The customer stated that the drive support cap is loose and the medtronic sticker looks like it is burnt. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop (idle) current test and run current test were in specification. The drive support disk was inspected and no anomaly was noted. Device received with stripped battery cap coin slot and severely stained end cap sticker. Tested with a test infusion set and infusion set locks in place properly; no reservoir anomalies noted. Unit received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube near reservoir tube window, cracked battery tube threads and stained address/serial number label.